Event description:
Sorin group (B)(4) received a report that the rotary knob on the s5 roller pump was getting stuck. It was reported that the issue occurred during priming and during the procedure. There was no report pf pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.